Event description:
Patient admitted to hospital for removal and replacement of bilateral breast implants secondary to right deflated saline breast implant. Original breast implants placed in 1993. Manufacturer was mcghan. The right breast implant was 60% adherent and in the process of trying to dissect the implant free from the periprosthetic capsule, a larger hole was made in the implant. The ruptured implant was at the 2:00 to 3:00 position, posterior surface approximately 1cm form the radius.